Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited a noise problem. No intervention was performed. No patient condition was reported.